Event description:
A hemodialysis inpatient user facility reported that during treatment a blood leak occurred. The leak was visually observed, dialyzer header was noted to be leaking via the arterial end of dialyzer. Estimated blood loss was 10cc's. Pt had no adverse effects and did not require any medical intervention. Sample has not been returned to the MFR.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.